Manufacturer narrative:
The device was discarded by the customer which prevents a full investigation and analysis of the root cause of this event. However, a DHR review of this lot was conducted. The performance specifications and the components demonstrated high process capability to the specification. There were no abnormalities or deficiencies identified. Although the specific root cause cannot be determined, this failure mode has been identified in the risk management file and can occur if the tissue strips contained within the sample management system are not fully aligned or seated properly as instructed within the IFU. No serious injuries occurred during this event. However, upon the consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction pursuant to 21 cfr 803. Device discarded by customer.

Event description:
The affiliate in (B)(6) reported that the tissue samples did not remain in the basket and went directly into the tubing. The customer had to cut the tubing lines in order to recover the tissue samples.